Event description:
It was reported that the patient experienced a stroke requiring additional intervention. An enroute transcarotid stent was selected for use in a left side transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. The patient was on plavix for two months and imaging showed a patent stent. One year after the tcar procedure, the patient presented with symptoms and was admitted. Imaging revealed stent thrombosis and occlusion. Further imaging review revealed that there was low-density material inside the stent that was consistent with neointimal hyperplasia (nih). The stent was explanted, and the carotid was patched. The physician noted substantial inflammation of the perivascular tissues at the time of device explant, which can be seen in patients with a nickel allergy, though this allergy was not confirmed. Additionally, it was reported that the patient had a transient ischemic attack (tia), but the resolution of symptoms was not confirmed.

Manufacturer narrative:
Investigation results: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. A risk review performed for the enroute transcarotid stent device confirmed that the reported events are known events defined in the product risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint the most probable cause for this complaint was considered known inherent risk of device.

Event description:
It was reported that the patient experienced a stroke requiring additional intervention. An enroute transcarotid stent was selected for use in a left side transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. The patient was on plavix for two months and imaging showed a patent stent. One year after the tcar procedure, the patient presented with symptoms and was admitted. Imaging revealed stent thrombosis and occlusion. Further imaging review revealed that there was low-density material inside the stent that was consistent with neointimal hyperplasia (nih). The stent was explanted, and the carotid was patched. The physician noted substantial inflammation of the perivascular tissues at the time of device explant, which can be seen in patients with a nickel allergy, though this allergy was not confirmed. Additionally, it was reported that the patient had a transient ischemic attack (tia), but the resolution of symptoms was not confirmed.